Manufacturer narrative:
A revision procedure was performed. During the revision, the physician noted both the proximal and distal defibrillation connections were not properly connected. Proper connections were reestablished, and the out of range impedance was resolved. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, following revision procedure concerning a right atrial lead, this device had recorded shock impedance measurements greater than 125 ohms. No adverse patient effects were reported.